Event description:
"The pt underwent a particularly difficult post operative course, which included severe hypotension and a syncopal episode and resulted in the performance of a non-contrast CT scan of the abdomen and pelvis. That CT scan, which was performed on the afternoon of 2003 revealed the presence of significant intraperitoneal bleeding. Emergency surgery was performed immediately thereafter, in the form of exploratory laparotomy, evacuation of hemoperitoneum, and discontinuation of postoperative intra-abdominal bleeding. During the second surgery, the surgeon discovered bleeding from the right utero-ovarian ligament pedicle site and the right infundibulopelvic ligament site, and oversewed these sources of bleeding with vicryl stitches." Procedure: oophorectomy.